Event description:
Related manufacturer reference number: 2017865-2023-10942. It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial and left ventricular leas were confirmed to have loss of capture. Imaging then confirmed that both leads were dislodged. Both leads were capped and replaced on (B)(6) 2023. The patient was stable throughout.

Manufacturer narrative:
Correction: section d6a date of implant should be (B)(6) 2014 instead of unknown.